Event description:
Pt reported obtaining back-to-back blood glucose results of 134 mg/dl, 143 mg/dl, 449 mg/dl, 439 mg/dl, and 250 mg/dl on the advantage system. Pt indicated that therapy was not modified based on these values. No pt injury was reported and no treatment was received. Quality control testing was not performed on the system. Pt did not provide the location where the discrepant results were obtained. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system: meter, comfort curve strip lot 549525 with expiration date 02/29/2008.

Manufacturer narrative:
The comfort curve test strips are the suspect device.